Event description:
The customer reported that while running a human t-cell leukemia virus one or two assay, summit sample handler, did not pipette diluent in well positions a5 and a6 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.